Event description:
It was reported on (b)(6) 2026 that a patient in the Canary Islands had experienced cannula detachment due to sweating.

Manufacturer narrative:
E1: Event city: (b)(6)Event Country: Canary IslandsName: (b)(6)Country: United States of AmericaAddress ¿ Line 1: (b)(6) Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545